Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis and testing was performed by the philips field service engineer (fse) at customer site. The fse was able to replicate the issue and indicated that the device was giving the same error. Fse stated parts needs to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem ECG and panel board. The issue was resolved by replacing the ECG board, panel adapter board and connector block. The device was tested and passed per specification. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the ECG recording with false extrasystoles. The device was in clinical use at time of event, there was no adverse event reported.